Event description:
During treatment of an internal mammary peripheral artery, five coils were placed without difficulty. The sixth coil detached prematurely. The coil was pushed in place using the delivery pusher to the target lesion. No harm was reported. Pt info - pt identifier, age, and weight are not available. The pt weight for section a4 was not available.

Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample was not performed as a portion remains within the pt and the delivery pusher was reported to not be available. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.